Manufacturer narrative:
The product has been returned for eval and testing, however, the engineering eval is not yet complete. Additional info will be submitted within 30 days upon receipt.

Event description:
During coil embolization within the aneurysm, the first coil was deployed. During pre of the 2nd coil, the coil stretched and could not advance further. The physician removed the stretch coil from the microcatheter (mc). There was no adverse effect to the pt.